Event description:
Report received from (B)(6) stating that the device had "intermittent operation" on the system console. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The complaint of "intermittent operation" could not be confirmed. The device met manufacturing specifications. If additional information is received, a supplemental MDR will be sent. (B)(4).